Event description:
Patient had milrinone drip infusing. New bag was hung at 2100. Rn checked at 0100 and found that the milrinone drip had not infused any volume. This same issue happened last night on a different pump with the same medication.